Manufacturer narrative:
Other text: b5, d10 and h3; updated.

Event description:
Additional information received via email. Confirmation received from reporter that there was no patient harm and the outcome is resolved no further details available.

Event description:
It was reported that a new device was found with the pilot balloon detached upon opening package. No report of patient involvement.

Manufacturer narrative:
Expiration date and manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was returned. A visual inspection found the sample received in used conditions without original packaging. During the functional testing, it was found that the inflation line was detached from the pilot balloon. Based on the analysis performed on the sample provided, the failure mode of the detached pilot balloon was confirmed. It was identified that the inflation line had broken, and a part of the line remained inside the pilot balloon. A DHR review was unable to be completed as a lot number was not provided.